Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop, significant reduction of iridocorneal angles, and shallowing of the ac. The lens was later exchanged for a shorter length lens, and the problem was resolved. Cause of the event was other. Reportedly, "stella recommendation." There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6 - 4581: significant reduction of irido-corneal angles; shallowing of the ac. Manufacture narrative: elevated iop, significant reduction of irido-corneal angles, narrowing of the ac, and secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. (B)(4).